Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the end of the procedure, the subject device made a popping sound and smoke was generated from the subject device. Olympus (B)(4) ((B)(4)) checked the subject device and found that the subject device could not be turned on the power and the front panel could not function, also the power supply unit had failure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than eight years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to the failure in the power supply unit of the subject device due to aging deterioration.